Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient may undergo a revision for system extraction without reimplant of an ICD as their condition may have improved. However, despite efforts, this information could not be verified nor additional details regarding the original event obtained. Available information indicates this system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged at routine follow up. Abnormal electrograms (egms) were observed in addition to atrial capture when pacing in vvi mode. An x-ray was obtained which confirmed the suspected dislodgement and showed evidence of twiddler's syndrome as the lead was wound in the pocket and device in the opposite orientation of implant. Inappropriate anti-tachycardia pacing (atp) and shock therapy was noted due to sensing of atrial tachycardias. The device was reprogrammed to monitor only to inhibit any further episodes of inappropriate therapy while the patient awaits system revision. No adverse patient effects were reported. This system remains in service.